Event description:
The device was returned and its evaluation has been completed. The stent graft was still loaded in place. There was a severe kink on the sheath at the stent stop, most likely due to the loose return packaging. The slider was open 5mm. The rear handle was broken and completely detached at the end of the screwgear but still attached to the hypo-tube. The hypo-tube was bent. The original product packaging, which was described as crushed, was not returned. Manufacturing documentation confirmed that the device met manufacturing and inspection requirements. The cause of the breakage could not be conclusively determined; however, it is likely occurred during shipping or handling.

Manufacturer narrative:
Evaluation, results: (unknown cause of event). Evaluation, conclusions: (unknown cause of event).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the outer packaging was crushed. Upon opening of the inner packaging it was noticed that the back end of the device was broken. The device was not used in the patient. Another device same size was successfully used in the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4)